Manufacturer narrative:
Investigation summary: DHR/ncmr review: according to the DHR review process; the result showed there were no issues reported like lid broken / damaged (sliding part not connected) during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid broken / damaged (sliding part not connected) for the same part number throughout the last twelve months. Investigation: according with pictures provided from customer it can be seen the following: 1. The product reported belong to lot number 8193912 and part number 305444. 2. The sliding door is disassembled. During this investigation it was noticed that the product was sold by a distributor as well that they are using them own packaging which it means that the product is being repackaged; therefore additional information from the distributor is needed in order to ensure that this kind of packaging is reliable to keep the integrity of the product during the shipment (transit test). Conclusion: based on this investigation it was not possible determine the root cause like a failure mode related to the manufacturing process since there is enough evidence (according to pictures received it can be seen damages that could be cause by transportation) to confirm that the material was repackaged and shipped in a different packaging.

Event description:
It was reported that the sliding part on a sharps coll side entry 5.4qt pearl was not connected.

Manufacturer narrative:
Date of event: unknown. Device expiration date: n/a. The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the sliding part on a sharps coll side entry 5.4qt pearl was not connected.